Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that their ins was loose in their stomach. The patient stated that bending forward creates a cramping sensation. It was also noted that no outside factors have contributed to the device¿s current state. The patient was directed to numerous healthcare providers for an impedance check. The patient was reported to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep, noted that the patient was not implanted with a gastrointestinal stimulator. It was unclear which device the patient was implanted with and follow up was being conducted to gather information. No further complications were re ported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that sometimes their device comes to the skin and gives them a charlie horse. It is painful and makes them scream. The patient pushes on the device when it happens. The patient stated that the issue began 2-3 months ago. The patient stated that the doctor¿s office paged the manufacture representative (rep) twice but have not heard back from them. The patient noted that they have a herniated disc from l5 to s1. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that indicated that the patient was never implanted with a device from the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a MRI technician indicated that the patient's medical history included a MRI done on (B)(6) 2015 where there was no mention of a gastric stimulator seen on the MRI, another MRI done on (B)(6) 2017 for a possible breakdown of an implanted lead where no system was seen on the MRI, a CT of the abdomen and pelvis in (B)(6) 2017 to look for exact location of device, and a x-ray of the hip on (B)(6) 2017 due to suspected breakdown of lead. It was noted that the patient had two mris the past week of the report. When they filled out a safety sheet in regard to the scans, they selected that they didn't have any implanted devices. After the second MRI, they said they did have an implantable neurostimulator (ins). Then there was a request for a third MRI, on the abdomen to see if there was migration with the device. The pain healthcare provider (hcp) thought that the lead migrated and was causing the patient's back pain. The patient has history of cervical fusion in 2014, as well as bulging disks and thoracic pain. Patient has had mris due to back as well. They mentioned that with the previous scans there were no marks indicating that there was something implanted. When they brought the issue up to the patient about not having the third scan, the patient was insistent that they speak with doctor. They said the doctor could put it on inactive mode, and they could get an MRI. They contacted the last three doctors they had record of the patient seeing, and none of them knew anything about a device. The patient has had multiple imaging and cat scans that the device should have shown up on, and nobody knows anything about it. The patient then sent the technician an email stating they had proof of the implant. The patient indicated that the attached operative report has the "neurostimulator box checked off indicating device placement. The operative report was an anesthesia record for a laparoscopic cholecystectomy performed on (B)(6) 2007. Under the monitors and equipment, "nerve stimulator" was checked. This was related to monitoring the patient during surgery, and does not indicate a device was implanted. The patient also sent a patient manual and an ID card that did not have a device serial number on it. The technician mentioned that the patient was an inconsistent reporter of events. Following this, the listed implanting physician's office indicated that they had no record of ever implanting the physician with a device from the manufacturer. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.